Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma, migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, migration and rupture.

Event description:
Healthcare professional reported right "lobulated contours", "intracapsular rupture" and "extravasation of cosmetic material is observed in the external inferior sector of the right breast implant (siliconoma of 11 x 19 mm)" via MRI. Device remains implanted.